Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, implanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial began on (B)(6) 2024. It was reported that they had a procedure on their back to cut out a mole, afterward, they were bending over and felt a sensation from the device. They were half on the bed and half off and they might have jolted something. The caller was concerned they did something to their interstim trial components. Every once in a while, they feel a little bit of a sensation, but it was not uncomfortable or painful. Caller had a hard time describing it. Reviewed positional stim. Caller reports that the therapy was working fine and there were no errors on the smart programmer. The periodic sensation was not uncomfortable so they did not want to decrease it.